Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage and movement on the balloon. The stent appeared to have moved distally on the balloon by approximately 1mm. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x32mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.